Event description:
Customer reported high blood glucose reading. After troubleshooting, it was discovered that there are no issues with the insulin pump. The blood glucose reading is 500 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.